Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set cannula kinked event on 09-jul-2024. Blood glucose levels were 20 mmol/l at the time of event. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.